Event description:
A report was received that the pt experienced a jolting sensation. After troubleshooting, the bsn field clinical engineer (fce) determined that high impedances are due to a possible break in the lead that could be causing the jolting sensations. The bsn fce was able to reprogram around the high impedances; however, the pt is interested in having the right lead replaced. The revision has not been scheduled at this time.